Event description:
The investigation determined a higher than expected and non-reproducible ammonia result was obtained on a vitros liquid performance verifier (lpv) I control fluid when using vitros amon slides on a vitros 350 chemistry system. Vitros lpv I k3178 = 151.9 umol/l vs. Expected 40.6 umol/l biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer did not process patient samples on this instrument, as it is a backup instrument for vitros amon testing. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected and non-reproducible amon quality control result was obtained while using the vitros 350 chemistry system. The most likely assignable cause was determined to be microslide incubator contamination. The results of amon within-run precision testing demonstrated that the 350 chemistry system was not operating as expected. Following service actions, significantly improved within-run amon precision was obtained; however, the within-run precision results were outside acceptable guidelines indicating additional service actions are needed. The investigation is currently ongoing.